Event description:
It was reported that a pump was alarming due to a zero reservoir volume reached. It was reported the pump was refilled in (B)(6) 2012 and would not need to be reviled until (B)(6) 2013. It was indicated that the pump was refilled and programmed but not updated. The therapy that the patient was receiving was "going fine." The pump was infusing lioresal.

Manufacturer narrative:
Physician programmer model: 8840, lot # unknown, catheter model: 8709sc, lot # n181455009, implanted: (B)(6) 2009, explanted: unknown. Physician programmer model: 8840, serial # unknown. (B)(4).